Event description:
Additional information reported by healthcare professional: right side cysts.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, imaging results, confirmation from patient's physician, explant surgery and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade unknown.

Event description:
Patient reports right side rupture and capsular contracture, baker grade unknown. It is unknown if the device has been explanted.